Manufacturer narrative:
Clinical review: there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s death.

Event description:
A clinic director reported that peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy, presumably utilizing a fresenius cycler expired. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s death; however, no additional information was obtained. Patient demographic information, event details, contributing comorbidities and any temporal or causal relationships between ccpd therapy and this patient¿s death remain unknown. In the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s).

Event description:
A clinic director reported that peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy, presumably utilizing a fresenius cycler expired. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s death; however, no additional information was obtained. Patient demographic information, event details, contributing comorbidities and any temporal or causal relationships between ccpd therapy and this patient¿s death remain unknown. In the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A clinic director reported that peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy, presumably utilizing a fresenius cycler expired. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s death; however, no additional information was obtained. Patient demographic information, event details, contributing comorbidities and any temporal or causal relationships between ccpd therapy and this patient¿s death remain unknown. In the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic director reported that peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy, presumably utilizing a fresenius cycler expired. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s death; however, no additional information was obtained. Patient demographic information, event details, contributing comorbidities and any temporal or causal relationships between ccpd therapy and this patient¿s death remain unknown. In the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s).